Event description:
User received low calcium results for several patient samples. Additionally noted discrepant glucose results for one of the three patient samples. The following patient data was provided. Initial calcium gave 1.4 mg/dl, sample repeated twice giving 7.2 and 9.4 mg/dl. User stated no erroneous results were reported and no patients treated. The field service representative determined the reaction cells were damaged by misaligned rear rinse mechanism, and re-aligned rinse mechanism, replaced reaction cells and performed cell wash. The field service representative performed a cell blank measurement, precision checks, and calibration and qc to verify analyzer operation.

Event description:
User received low calcium results for several patient samples. Additionally noted discrepant glucose results for one of the three patient samples. The following patient data was provided. Initial calcium gave 1.3 mg/dl; repeat gave 9.1 mg/dl. User stated no erroneous results were reported and no patients treated. The field service representative determined the reaction cells were damaged by misaligned rear rinse mechanism, and re-aligned rinse mechanism, replaced reaction cells and performed cell wash. The field service representative performed a cell blank measurement, precision checks, and calibration and qc to verify analyzer operation.

Event description:
User received low calcium results for several patient samples. Additionally noted discrepant glucose results for one of the three patient samples. The following patient data was provided. Initial calcium gave 1.9 mg/dl, repeated twice giving 6.0 and 7.6 mg/dl. User stated no erroneous results were reported and no patients treated. The field service representative determined the reaction cells were damaged by misaligned rear rinse mechanism, and re-aligned rinse mechanism, replaced reaction cells and performed cell wash. The field service representative performed a cell blank measurement, precision checks, and calibration and qc to verify analyzer operation.